Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic bronchoscopy procedure with placement of an ultraflex tracheobronchial stent on 07 april 2006. Three days later, the physician went in to check on the status of the stent. It was determined that the stent needed to be moved proximal to the airway. As the physician attempted to move the stent proximally by utilizing a forcep, the wire broke becoming stuck on the forcep. The pulling force exerted by the physician is reported to have resulted in the stent coming out of the patients nose. The patient did not sustain any reported complications or ill effects as a result of this issue. The patient is noted to be fine at this time.